Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported damage and rust near the control head 2 inches down the channel during reprocessing, involving an olympus uretero-reno fiberscope. There was no patient injury reported.